Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post angiogram performed after manta deployed and noticed stenosis at the manta site. Attempt to cross while and balloon angioplasty was performed and unsuccessful. Vascular surgery consulted for possible manta explantation next day (B)(6) 2022. Additional information on 26jul2022: the patient had a surgery cut down on (B)(6) 2022 and had the manta explanted. The patient was reported as being stable post-surgery. Additional information on 26jul2022: access information is unknown due to patient being transferred from another facility. Based on angiography, access appeared to be central based of right cfa. The right cfa vessel had moderate calcification in the iliac artery. Manta depth was measured at 6.5cm. There were no issues with advancing or withdrawing procedure sheaths during the percutaneous ventricular assist device (pvad) removal case. Prior manta deployment, heparin drip was administered through pvad pump. Time to hemostasis obtained in one minute.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram was submitted and reviewed by the investigative team and indicates a partial occlusion caused by a pinned-up dissection flap. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a vad removal, a 14f manta was deployed for closure in the right common femoral artery. A central positioned access was gained according to angiogram review and was performed at another facility prior to transferring to this facility. The arteriotomy had moderate calcification in the iliac with a depth measurement of 6.5cm. No issues were encountered advancing or withdrawing the procedural sheaths. This was the physicians first deployment and was assisted by another certified physician. Following deployment, hemostasis was one minute. A post angiogram indicated stenosis at the access site. Contralateral wire cross and balloon angioplasty were attempted unsuccessfully. The patient was determined to be stable. The next day the vascular surgeon was consulted for an evaluation for a possible manta explantation if stenosis was still present. The surgeon determined a surgical cut down was needed and the manta device was explanted. The root cause of the stenosis cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, status of the manta device during surgical intervention and no angiograms or device returned for investigative purposes. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedural preparation indicates to conform via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The safety and effectiveness of the manta device has not been established in the following patient populations: patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area.